Event description:
The facility reported a pump that shutdown during infusion. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.